Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she received a low battery alert, and after changing the battery received a battery out limit alarm. The customer's reading was unknown. The customer inserted new batteries but each time the device alarmed battery out limit. Customer lost the battery cap. The customer was sent a replacement battery cap. The customer was advised to monitor her readings.